Event description:
(B)(4) the provider states the weld on the head tube, left side, broke. The provider states the chair is used indoor only and was in the process of backing up with the issue occured (B)(4).